Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode of peak 291 mg/dl. There were no signs of blockage, leaking, supplies were correctly attached, and the insulin was flowing. The reports showed inconsistent readings from sensor applying nearly 2 weeks ago. The importance of using a glucometer regularly was discussed with the user and replacing the sensor. There was no further outside intervention required during the reported episode.